Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. Review of the device history records was not possible due to no lot number being identified. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, a follow-up review will be noted herein. During the investigation, additional information was identified: possible material numbers are 25-774-07-91; 25-774-09-91; 25-774-11-91; 25-677-52-91.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that a screw came loose and was replaced.